Event description:
It was reported that during percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortous mid left anterior descending artery. Upon the first inflation of the 2.50x15mm nc quantum apex balloon, the balloon ruptured at 16 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).